Event description:
It was reported pruitt f3 shunt white balloon leaked during test prior to use. Issue was found prior to use. No inury was reported to the patient.

Manufacturer narrative:
The device was received for evaluation. The balloon was found degraded/cracked. Even though the fault was confirmed, we couldn't conclusively determine the root cause of the incident. However, the IFU states: "since natural rubber latex is affected by environmental conditions, proper storage procedures must be practiced to achieve optimum shelf life. The product should be stored in a cool dark area away from fluorescent lights, sunlight, and chemical fumes to prevent premature deterioration of the rubber balloon. Proper stock rotation should be practiced." We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.